Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008 to investigate the event. The fse performed high sensitivity system check which passed within the instrument specifications. The fse indicated that the instrument is operating according to specifications. Although pre-analytical handling is a likely contributor to this event, a clear root cause cannot be determined from the info supplied. This is two of two separate MDR reports related to two pt events associated with a single malfunction report. Reference MDR number 2122870-2011-02016 for related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on the unicel dxi 800 access immunoassay system for two pts. The initial erroneously elevated results were reported outside the laboratory. The customer re-ran the samples and the results were within normal reference range. The corrected results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.